Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found a feed thru anomaly that was shorting across the insulator. There was corrosion on the top side of gear wheel 3.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient came in with a critical alarm. The patient had underdose symptoms of nausea and less than 50% therapy relief. The logs were checked and it showed several rotor and rotor recoveries. No product issue was determined or resolved. An explant and replacement was planned for (B)(4) 2014. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen, morphine and marcaine. Additional information later reported the patient was currently doing fine and was receiving effective therapy. Per the reporter problem solved thanks to replacement.